Manufacturer narrative:
This product is not marketed in the us claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -9.0/1.5/104 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem. Cause of the event was reporter as unknown.